Manufacturer narrative:
(B)(4) date sent to the FDA: 02/18/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and topical skin adhesive was used. Chloraprep was used to prep the wound. The patient experienced blistering on the outside edges of the topical skin adhesive on post operative day 1 or 2. The topical skin adhesive was removed and the patient was possibly given alternate bandages and topicals to further treat the wound. Additional information was requested.